Event description:
Consumer indicated that hot water from the product exploded while she was using the product, causing burns to her eyes and face. She indicated that she went to the hospital and they treated her with morphine. She also indicated that she could not open her eyes for three days and her eyesight appeared to be compromised. She indicated she would be visiting an ophthalmologist for further follow-up. This product had been previously recalled in november 2015 and has not been sold at walgreens stores since that time.